Event description:
It was reported that during an interventional procedure in the rca, the dilatation catheter ruptured at 8 atm, resulting in an adventitial perforation. The perforation was resolved through the deployment of two (2) stents. Rotational coronary atherectomy had previously been performed on the lesion. No transient symptoms were reported.